Event description:
It was reported by the sale rep that a filter was implanted in a 300lb female prior to foot surgery 1 month ago. The filter has now moved to a position above the renals due to heavy clot burden. The cava became completely thrombosed and the pt's kidneys shut down. The cava is now open and the pt is producing urine. The filter remains implanted.